Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
The pt developed stroke, paralysis on the right side of the body, and aphasia during an endo-leak repair procedure. The patient's age and gender are unknown. Medical history is unknown. In 2008, a gore tag thoracic endoprosthesis was placed in the distal aortic arch. The physician intentionally coil-embolized the left subclavian artery and performed left common carotid artery - left subclavian artery bypass. He then deployed the gore tag thoracic endoprosthesis in the distal aortic arch. It is unknown if there were any neurological effects after the bypass surgery. To stop a persistent endoleak during the procedure, the physician repeatedly performed balloon attachment. The balloon was ruptured (brand unknown) during the procedure. The endoleak still continued, so a 30mm hopkinton balloon and 25mm maxi-balloon were inserted inside the graft and inflated at the same time to apply strong expansive force to obtain a good attachment, which stopped the endoleak. It is unknown if there was any thrombus present at the site. Please note that a distal protection device was not used during the procedure. During the procedure the pt developed stroke, paralysis on the right side of the body, and aphasia. At about 35 days later, the pt still had residual paralysis on the right side of the body and aphasia, but was in stable condition. The pt has been undergoing rehabilitation in the hospital. Patient's current condition: paralysis on the right side of they body, aphasia. According to the physician, the left common carotid artery - left subclavian artery bypass procedure, and the repeated balloon manipulation in the aortic arch may have caused the stroke.